Manufacturer narrative:
The device history records for the sam 300 device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300 passed ¿out qat¿ from heartsine technologies on the 11th november 2004. Upon receipt of the device at heartsine, the pad clock was failing to increment and displayed a nonsensical time and date. This would indicate an rtc fault. The coin cell was measured and found to be depleted with the coin cell voltage being significantly below 3v. The user would have been alerted by the absence of the green status led as the bt1 coin cell provides the power for the status led drive circuitry. The coin cell was replaced. The pad clock was then successfully resynchronised. The rtc failure is not a critical failure and did not affect the devices ability to deliver therapy as demonstrated during the investigation. Given that the last valid log entry occurred on the (B)(6) 2012. It is assumed that the coin cell became depleted after this date. The green status indicator would have remained extinguished after the depletion of the coin cell. The returned sam 300 is now outside of its warranty period and will be scrapped.

Event description:
Defect found after investigation. There was no patient involved in this event.